Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1994: (B)(6). [No signature]. Admission history and physical. 39-year-old with ventral hernia. Discussed the risks of surgery including risk of cardiopulmonary problems, infection, [illegible], graft rejection, seromas, blood loss, blood clots, recurrent hernia etc. She [illegible] and consents to surgery. Surgical history: c-section [cesarean section], hyst. [Hysterectomy]. Plan: ventral hernia repair. (B)(6) 1994: (B)(6). Implant sticker. Gore-tex® soft tissue patch, item #: 1410015010. Lot#: 7567-223. The records confirm a gore-tex® soft tissue patch (1410015010/7567-223) was implanted during the procedure. [Missing records: full operative report for the ventral hernia repair with gore-tex® soft tissue patch placement was not provided.] (B)(6) 1994: (B)(6) [assigned]. [Illegible signature]. Discharge summary. Date of admission: [not indicated]. Date of discharge: [not indicated]. (B)(6) is a 39-year-old who had an incisional hernia. The patient had repair of this. Postoperatively has done well and will be seen back by me in the office. Records between (B)(6) 1994 and (B)(6) 2006 were not provided. (B)(6) 2006: (B)(6). History and physical. History of present illness: referred by dr. (B)(6) with incisional hernia, complained of pain in lower abdomen more on the right side. CT scan shows a previous tah bso [total abdominal hysterectomy bilateral salpingo-oophorectomy] and post-surgical changes along the low anterior pelvic wall and fat containing ventral hernia in the same region. One year ago, she did have a complete hysterectomy which was complicated by a postop hematoma which required evacuation. She previously had a partial hysterectomy, a repair of a hernia using marlex, as well as a precious [sic] c-section [cesarean section] in the same incision. She does do a fair amount of heavy lifting at her job. The incision is a lower midline incision and she is tender along the right side, markedly tender. No peritoneal signs. The patient does smoke. Impression: recurrent incisional hernia. I have recommended we go ahead with a repair with mesh. She understands and we will schedule this accordingly. [Missing records: CT scan showing ventral hernia was not provided. Operative records of hernia repair using marlex was not provided.] (B)(6) 2006: (B)(6). Office notes. Present to discuss her hernia. Has been hurting since I saw her last. Denies nausea or vomiting but again tender on palpation. Discussed the surgery, the use of mesh, the recurrence rate of around 5% with mesh and 25% without, the etiology of hernias including multiple surgeries, heavy lifting at work and need for her to be off work at least four to six weeks to allow appropriate healing. They understand and are anxious but ready to proceed with surgery. I will excuse her off work since she is hurting at this time and will schedule surgery for early next week. If she worsens, she will contact me and I will admit her and expedite things. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operation: incisional hernia repair with marlex. Brief history: ¿(B)(6) is a 50-year-old black female who has had multiple surgeries through the lower midline incision including a previous hernia repair. She has developed pain and has a palpable hernia demonstrated on CT. She is now taken to the operating room for repair of this. We discussed the risk of bleeding, infection, recurrent hernia, damage to internal organs, infection of the mesh, continued pain postoperatively. She is agreeable to proceed.¿ description of procedure: ¿after obtained informed consent patient was taken to the operating room and was induced with general anesthesia. She received preoperative IV [intravenous] antibiotics. Scd [sequential compression device] hose were placed. Abdomen is prepped and draped in normal sterile fashion. A lower midline incision was made. The old scar was excised and the subcutaneous tissues were divided down to the fascia using the #10 blade and the cautery. The abdomen was entered and the omentum was freed up from the posterior abdominal wall. There was an old hernia patch superiorly at the incision and then out laterally on the right side where there was a fascial defect of a couple of centimeters and the prolene suture appeared to be tearing through the abdominal wall and some in this area. The suture was cut to relieve pressure on this area and the omentum was cleaned up off the fascia circumferentially and this was inspected. There were a couple of areas of weakness also demonstrated. Subcutaneous tissues were freed up off of the fascia. The defect on the right lateral abdominal wall was closed with 0 pds sutures. Next, a large piece of marlex was cut to the appropriate size and placed in the retrofascial area and shaved a large amount of omentum and this was set between the mesh and the bowel. The mesh was anchored several centimeters back using 0 pds on the fascia and 0 prolene on area where there is a connection with the old mesh. The mesh was cut to cover the entire area of the old mesh out on the right lateral abdominal wall. This came together nicely. The fascia was then closed with double looped pds. Floseal was applied to the subcutaneous tissues and pressure was held for two minutes. The subcu [subcutaneous] was closed with 2-0 vicryl and the skin was closed with staples. Patient was extubated, taken to the recovery room having tolerated the procedure well.¿ (B)(6) 2006: (B)(6). Intraoperative record. Implant sticker. Bard®mesh monofilament knitted polypropylene, size 10¿x14¿. (B)(6) 2006: (B)(6). Office notes. Week out from ventral hernia repair. She did get results with milk of magnesia and dulcolax for bowel movement. Complains of swelling of incision and pain. Seroma aspiration in the office only reveals about 5 cc of serosanguinous fluid, really no significant seroma. Incision clean, dry and intact. Staples are okay. Will increase pain medicine. Will see her back next week for staple removal. (B)(6) 2006: (B)(6). Radiology-abdominal series 3 views. Indication: abdominal pain. Impression: non-specific bowel gas pattern with no evidence of obstruction. (B)(6) 2006: (B)(6). Pathology-cytology report. Case no: (B)(4). Clinical history: 50-year-old female with abdominal wall abscess. Diagnosis: abdominal wall abscess fluid for cytology: hypocellular proteinaceous fluid. No atypical cells seen. (B)(6) 2006: (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain. Findings: there is a 7.0 cm abscess in the abdominal wall near the midline. This abscess also appears to involve the anterior aspect of the peritoneal cavity. Impression: intraperitoneal and abdominal wall abscess in the lower abdominal midline. (B)(6) 2006: (B)(6). Radiology-us/CT guided fluid drainage of abd [abdominal] wall abscess. Indication: pain. [Procedure]: ¿utilizing sterile technique and CT guidance an 18 gauge needle was inserted into the previously described post-op fluid collection in the anterior subcutaneous tissues of the abdominal wall. 50 cc of thin bloody fluid was aspirated. The fluid did not appear grossly infected and therefore a drain was not left in place. The patient tolerated the procedure without difficulty and a sample of the fluid was sent to the lab for gram stain and cultures.¿ [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2006 procedure was not provided.] (B)(6) 2006: (B)(6). Radiology-CT abdomen with contrast. Indication: rule out abnormality. Findings: no intra-abdominal mass or abscess is identified. An anterior abdominal wall hernia repair has been performed and there is an 8 x 5 cm collection of air and fluid in the subcutaneous tissues superficial to the hernia repair. This fluid has reaccumulated since the needle aspiration of (B)(6) 2006. Impression: 8 x 5 cm collection of air and fluid in the subcutaneous tissues superficial to the abdominal wall hernia repair. This fluid has reaccumulated since the needle aspiration of (B)(6) 2006. (B)(6) 2006: (B)(6). Radiology-CT abscess drainage. Indication: abdominal pain. [Procedure]: ¿using sterile technique and CT guidance an 8 french catheter was inserted into the previously described postop fluid collection in the anterior abdominal wall subcutaneous tissues. 80 cc of bloody fluid was aspirated and the catheter was secured in place. The patient tolerated the procedure without difficulty.¿ (B)(6) 2006: (B)(6). Discharge summary. History: 50-year-old black female, underwent incisional hernia repair one week ago. Had increased pain, white count 12,000, was admitted for IV [intravenous] antibiotics, pain control and check CT of abdomen. CT showed subcutaneous fluid collection, this has been previously aspirated. White count was 9,600. She underwent CT directed needle drainage with return of some bloody fluid and a sample was sent to lab. Culture is negative but CT showed re-accumulation of fluid in that area and it was still markedly tender. Radiology was asked to place the drain and the area was drained. A drain was placed. Patient felt much better after this and discharged home. She will follow-up in the office in two weeks, she was taught drain care, discharged with pain medications and antibiotics. (B)(6) 2006: (B)(6). History and physical. Chief complaint: abd [abdominal] wall hematoma with possible abscess. History of present illness: referred by (B)(6) for evaluation of a probable soft tissue abscess located on the abdomen which has been present for 1 month. It is described as moderate in size and very uncomfortable. Recently had treatment with antibiotics and I and d [incision and drainage]. [Missing records: records for the full operative report for the incision and drainage of subcutaneous abdominal wall abscess and debridement of abdominal wall abscess cavity, skin, subcutaneous tissue, fascia was not provided. Records for the incision and drainage was not provided.] (B)(6) 2006: (B)(6). Post-procedure progress note. Pre-procedure diagnosis: infected hematoma of abdominal wall hernia repair. Procedure: incision and drainage of subcutaneous abdominal wall abscess and debridement of abdominal wall abscess cavity, skin, subcutaneous tissue, fascia. Findings: subcutaneous abscess, approximately 8 cm x 8 cm x 5 cm in size, filled with purulent liquid, nylon sutures over fascia visible in floor of wound. No mesh visible. Post-procedure diagnosis: subcutaneous abdominal wall abscess. Specimen removed: scar excised (15 cm x 2 cm x 1 cm), wound culture. Estimated blood loss: 0. (B)(6). [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2006 procedure was not provided.] (B)(6) 2006: (B)(6). Consultation-infectious disease. History of present illness: patient is a 50-year-old african american female status post incisional hernia repair with a mesh on (B)(6) 2006. No presents on (B)(6) 2006, to dr. (B)(6) office with possible abdominal wall abscess. The patient underwent surgery on (B)(6) 2006, obtained subcutaneous abscess of approximately 8x5 cm filled with purulent material and as per the surgeon¿s note, the mesh was not visible. The patient¿s collection has been present for approximately 1 month with abdominal pain, low grade fevers and chills. She recently had some treatment with antibiotics which she does not recall, and I d [incision and drainage] of the abscess. The patient denies diarrhea. Denies cough. Denies any recent travel or any recent sick contacts. Impression and plan: abdominal collection status post drainage. Suspect abscess. Concern of nosocomial organisms, especially in a patient with a recent hospitalization and surgery. Will cover for gram positive organisms, including mrsa [methicillin-resistant staphylococcus aureus] and gram negative bacteria¿s, including pseudomonas. Suggest two sets of blood cultures, cbc [complete blood count] with manual differential, cultures from the collection, vancomycin, cefepime, will adjust antibiotic therapy pending culture report. Will follow patient. (B)(6) 2006: (B)(6). Operative report. Anesthesia: general endotracheal. Preoperative diagnosis: status post multiple abdominal procedures with wound infection hematomas and old mesh placement by dr. (B)(6). Postoperative diagnosis: status post multiple abdominal procedures with wound infection hematomas and old mesh placement by dr. (B)(6). Operation performed: debridement of skin and subcutaneous tissue of muscle abdominal wound, 8 x 12 x 5 cm. Removal of old infected mesh. Placement of negative pressure vacuum-assisted closure device by surgeon. Estimated blood loss: 100 ml. Procedure: ¿mrs. (B)(6) had a CT scan which showed an area of inflammation possible adjacent to mesh. She has had two types of mesh placed. Incisional hernia repair by dr. (B)(6) of an old gore-tex mesh superiorly which is as on CT and a marlex mesh. There is an area of tunneling in the mid aspect of the wound which simply will not granulate and continues to drain moderately. I feel like this needs to be debrided deeply down to the old mesh. We have not debrided here before, although she has good surrounding granulation tissue. The operation was performed by taking a #10 knife blade and completely excising the old wound down to the anterior fascia. We then carefully and meticulously with a loupe magnification dissected circumferentially to remove the entire portion of the old gore-tex mesh which was removed easily and found a deep area approximately 1 x 4 cm [illegible] piece of marlex. It was sent for tissue culture and it was removed. There is no exposed mesh at this time, and all other mesh that I must assume is present is well incorporated. We irrigated copiously with warm normal saline and placed a vacuum-assisted closure device when hemostasis was adequate. Sterile dressings were applied.¿ [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2006 procedure was not provided. An original full operative report needed as one line was cut off of report discussing mesh.] (B)(6) 2006: (B)(6). Pathology report. Accession #: s-06-11863. Clinical history/pre-operative diagnosis: nhw [non healing wound] abdomen. Diagnosis: goretex graft submitted: foreign material with associated fibrosis and foreign body reaction. Marked acute and chronic inflammation present. No evidence of malignancy. Specimen type: goretex graft. Gross description: received in formalin labeled ¿goretex graft¿ are five sheet like pieces of firm tan material measuring 9 x 6 x 0.4 cm. Representative sections are submitted in one button. (B)(6) 2007: (B)(6). Operative report. Anesthesia: general. Preoperative diagnosis: multiple recurrent abdominal incisional hernias, previous removal of infected mesh, chronic abdominal pain. Postoperative diagnosis: multiple recurrent abdominal incisional hernias, previous removal of infected mesh, chronic abdominal pain. Operation performed: laparoscopic lysis of major intraabdominal adhesions with special circumstances (approximately 30 minutes). Laparoscopic repair of incisional hernia with 5 x 20 x 16 cm oval davol composix mesh. Blood loss: less than 50 ml. Counts: sponge and needle counts verified x 3. Procedure: ¿foley catheter was placed preoperatively. The patient was given general anesthesia. The abdomen was prepped with chlorhexidine and draped widely. Using the optiview trocar the left lateral subcostal approach was used and the pneumoperitoneum was established without difficulty. Adjacent 5 mm trocars were placed and a right subcostal 10 mm trocar was placed. There were omental and small bowel adhesions to the old hernia defect and polypropylene. We dissected these down using the endoscopic metzenbaum scissors being extremely careful to avoid any serosal injuries. The bladder was fairly adherent to the inferior aspect of the hernia and we distended the bladder with 500 ml of saline and then dissected the bladder into the space of retzius without difficulty. No bladder injury occurred. With the space of retzius dissected down around the pubic symphysis we felt we had adequate exposure circumferentially for hernia repair. We carefully marked the edge of the hernia with a spinal needle and after measuring these we determined that a 20 x 15.9 cm mesh would be appropriate. The mesh was marked in 4 quadrants, north and south, with 2-0 white vicryl suture and east and west with 2-0 dyed vicryl. We then carefully marked the skin where these would be and placed the rolled mesh under the abdomen cavity via the 12 mm trocar in the right subcostal area. It was unrolled and the gore-tex suture pass was passed through the previously marked sites on the skin and each suture was pulled up and cinched to the abdominal wall with a hemostat. I was very satisfied with the dissection at this point. We then placed the disposal salute tacking device in the left lateral area and secured the 4 quadrants with the tacking device using 2 handed technique. Circumferential tacking was carried out at 1 cm intervals and then randomly throughout the central portion of the mesh. We reinspected the area for hemostasis, which was excellent. A nu-knit was placed over the omentum which had a small amount of oozing into the prevesical space. We inspected and no evidence of bowel injuries. We then evacuated the pneumoperitoneum after removing the trocars under direct vision. The skin was closed without approximated staples. Sterile dressings were applied. (B)(6) 2007: (B)(6). Implant sticker. Bard® composix® l/p mesh, 15.9 cm x 21.0 cm. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore-tex® soft tissue patch use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ the instructions for use further state: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further state: ¿if the soft tissue patch should become exposed during healing, treat to avoid contamination and allow for secondary healing with tissue flap coverage, if possible.¿ medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent ventral incisional hernia repair on (B)(6) 1994 whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, additional surgery. Additional event specific information was not provided.